Manufacturer narrative:
A vessel sealer extend (vse) instrument has been received for failure analysis. A visual inspection showed no signs of physical damage at the distal or proximal end of the instrument. All grip pins were securely in place. The conductor wire and snake wrist cable were securely intact. There was no damage to the snake wrist. All 7 ceramic dots were installed inside of the jaws. The blade was manually extended and retracted without any issues. There was no damage to the blade. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The instrument was fully functional with no problem detected. There was an unknown metal fragment returned with the instrument measuring 0.348" x 0.037". Failure analysis was not unable to confirm where the fragment came from.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, a silver pin from a vessel sealer extend (vse) instrument fell off inside the patient. The surgeon was able to visually see the pin and retrieved it immediately during the same surgical procedure which was completed robotically with a backup instrument.

Manufacturer narrative:
Additional investigations were performed on this vessel sealer extend instrument. The measurements of the fragment returned with the instrument match those of the cable guide constraint used during the construction of a vessel sealer extend instrument. The instrument was not missing its own cable constraint, indicating that this was an extra component. The instrument passed all functional tests. It was determined that the most likely cause of the customer complaint could be that one of these pins could have gotten lodged/stuck to the instrument during/after manufacturing, and fell into the patient when they tried to use the instrument.

Event description:
Refer to h10/h11 for follow-up information.